Event description:
It was reported that there has been an increasing number of channels showing hi impedances. The clinic is considering the possibility of a broken electrode. They suspect a trauma of the electrode has occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.